Manufacturer narrative:
The investigation of the reported complaint has been finalized. Our investigation revealed that the reported issue could be reproduced in our laboratory environment when the returned pc boards were mounted in a test ventilator. The breathing safety valve tests failed because the valve was opened and did not close when expected. Electrical measurements showed that the closed output from an integrated circuit was always high, should be low when the safety valve is open. The review of the device logs revealed that a technical error alarm had been generated at (B)(6) 2017 indicating that the safety valve was open. No malfunction was established regarding the returned monitoring pc board during our investigation. Our conclusion into this matter is that the cause to the reported issue is due to the defective integrated circuit found on the returned expiratory pc board.

Event description:
(B)(4).

Event description:
It was reported that the ventilator failed gas supply test during pre-use check. There was no patient involvement. (B)(4).